Event description:
Rod construct implanted in 2005 at l3, l4, rod has slipped through the 3-d heads are revealed by x-rays 2 mos. Later. Patient reported that while wearing back brace he felt something grinding in his back.